Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; the ECG (electrocardiogram) connector was loose. Analysis also found there was display failure, lvds (low voltage differential signaling) printed circuit board assembly failure, the keyboard was worn, and the cardbus connector socket was damaged. (B)(4).

Event description:
It was reported the ECG (electrocardiogram) was loose. The programmer was returned for service. No patient complications have been reported as a result of this event.